Event description:
It was reported that the delivery of simplex was broken upon receipt. Shipment was damaged.

Manufacturer narrative:
Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other reported events for this lot. The event was not confirmed as the reported product or photographs were not provided for review.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the delivery of simplex was broken upon receipt. Shipment was damaged.